Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. It was noted this occurred during the time the patient was undergoing a procedure. Ts noted it did not appear that the patient was pacemaker dependent at that time. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The lead remains in service. No adverse patient effects were reported. Additional information was received that the patient was brought into the clinic for pocket manipulation and isometric testing, in which no noise was reproducible on either channel. A couple weeks later the patient experienced pacing inhibition and asystole of greater than 2 seconds while practicing tae kwon do. The hcp was going to bring the patient back in for further evaluation with more isometrics. Ts discussed to consider a chest x ray for a possible lead malfunction. Lead measurements were noted to be stable and within normal limits. The hcp would discuss further with the physician. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. It was noted this occurred during the time the patient was undergoing a procedure. Ts noted it did not appear that the patient was pacemaker dependent at that time. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The lead remains in service. No adverse patient effects were reported. Additional information was received that the patient was brought into the clinic for pocket manipulation and isometric testing, in which no noise was reproducible on either channel. A couple weeks later the patient experienced pacing inhibition and asystole of greater than 2 seconds while practicing tae kwon do. The hcp was going to bring the patient back in for further evaluation with more isometrics. Ts discussed to consider a chest x ray for a possible lead malfunction. Lead measurements were noted to be stable and within normal limits. The hcp would discuss further with the physician. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this rv lead was explanted due to infection. No additional adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. It was noted this occurred during the time the patient was undergoing a procedure. Ts noted it did not appear that the patient was pacemaker dependent at that time. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The lead remains in service. No adverse patient effects were reported. Additional information was received that the patient was brought into the clinic for pocket manipulation and isometric testing, in which no noise was reproducible on either channel. A couple weeks later the patient experienced pacing inhibition and asystole of greater than 2 seconds while practicing tae kwon do. The hcp was going to bring the patient back in for further evaluation with more isometrics. Ts discussed to consider a chest x ray for a possible lead malfunction. Lead measurements were noted to be stable and within normal limits. The hcp would discuss further with the physician. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that this rv lead was explanted due to infection. No additional adverse effects were reported.

Manufacturer narrative:
Updated patient code from 9030 to 9333 per medical review.